Event description:
On 01-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 260 mg/dl after the sensor failed to remain paired with the device. The user confirmed elevated glucose by fingerstick and planned to replace the sensor if connection was not restored. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.